Event description:
On (B)(6) 2021, neotract was made aware of a patient that received a successful prostatic urethral lift (pul) on (B)(6) 2021. During the procedure, it was noted that one implant did not successfully deploy. On 17 november 2021, during the device investigation it was noted that approximately 33mm of the needle tip was unaccounted for. No patient harm or injury was reported.